Event description:
Doctor who took over, when my dr could not be located has the full specifics of what I am explaining. Anyway I was given the fx at location by another dr. Upon having procedure done on thursday, she was to call me on friday to see how I was, she never called. I used my silver cream probably more liberally than I should have. All I remember was do not let skin dry. By friday night, I realized creme was almost gone. Clinic was to open saturday morning, so no biggy tried to get through till 11 9 am give clinic a call all good. They did not open on saturday, I went crazy, did not know who to call, what to do call hosp, they could not help only give antibiotics. Doctor at hospital got couple numbers for me, two with no answer till I got a hold of dr boyer. Who help keep me from suicide. I was in frantic, they tried and tried to locate, contact, get hold of someone from office. With no luck. My face was getting worst. The dr stayed with me thru weekend. But did not want to prescribe medicine, I was not her pt, finally after over 40 hrs of no luck contacting anyone from clinic. My eyes had swollen shut pass running out, I was in tears scared to death. Doctor boyer went against better judgment and called in prescription. My face started to get better. I had no emergency contact number, or any way to contact my original dr. She came in on tuesday, she called, said she went on vacation and turned off her phone. I saw consultant one time. The doctors brother died, I saw no one else till procedure took place. I had no clue at all. None, zip as to what to expect, I was ready to end my life. I thought my dr messed up and had left me to deal with her misfortune. I was in constant tears and by phone waiting 24/7 for confirmation that all was ok. Although still had hard time believing it was. At end dr located another dr at following clinic who finished with me till my dr finally got hold of me. Not sure doctors name at this facilities, but went to see her, she look at pictures and my charts, and said you do not have treatments for my initial concerns. I should have been old that up front. My dr with her brother dying should have not even been working - my opinion- she almost had suicide on her hands, and my concern the procedure did not fix. The dr wants to do other treatments to rectify problem. Yet said you have not the sources for what I wanted accomplished in the first place. I want refund. I could sue, but am not that type person just want to do this honest and just........